Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled "aortic regurgitation, time to aortic valve reintervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis."

Event description:
The article, "aortic regurgitation, time to aortic valve reintervention, and mortality in degenerated trifecta versus non-trifecta bioprosthesis", was reviewed. This research article is a retrospective single-center experience to evaluate the time from the initial surgical aortic valve replacement (savr) to the onset of any degree of aortic regurgitation (ar) to the timing of redo-avr and the time from onset of any ar to redo-avr. The devices included in this study were trifecta, medtronic mosaic, ce perimount/magna, epic valve, medtronick hancock ii, medtronic freestyle, and sorin mitroflow. The article concluded that patients who underwent redo-avr, as either valve-in-valve (viv)- transcatheter aortic valve repair (tavr) or redo-savr, with a trifecta valve at their index savr exhibited higher mortality, shorter time to redo-avr, earlier onset of any degree of ar, and more commonly with ar as a mechanism of failure than those who did not receive a trifecta valve. [The primary and corresponding author was amr abbas, department of cardiovascular medicine. William beaumont university hospital, corewell health east, michigan, united states, with corresponding e-mail: amr.abbas@corewellhealth.org.] This study included patients who underwent redo-avr with either viv-tavr or redo-savr for bioprosthetic svd from 01 january 2015 to 31 december 2022. A total of 171 patients were included in the study, of which 42.6% (73) received an abbott device. The average age of the non-trifecta group was 60 years. The average age of the trifecta group was 63 years. The majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and coronary artery disease.